Manufacturer narrative:
The reported event could be confirmed as the surgeon provided the patient's CT scan that showed the right-side tmj devices were removed. The patient was presented to the surgeon with infection symptoms, and the surgeon removed the right-side tmj devices in the spring of 2023 due to a prosthetic joint infection. The surgeon plans to implant new tmj devices. Revision devices are being designed, manufactured, and shipped to the hospital under ID#(B)(4). . In conclusion, no abnormality was reported since the device was shipped. The surgeon did not provide any reason for this event or lab test that identified the microorganisms, so the reason for this event is undetermined. Based on the investigation, there is no indication of an incorrectly working product or any design, material, or manufacturing-related issue related to the tmj devices.

Event description:
It was reported there was a revision surgery to remove and replace the device.

Event description:
It was reported there was a revision surgery to remove and replace the device.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.